Event description:
It was reported that in interventional radiology prior to insertion, the md noticed that the swg was bent. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).